Event description:
A hosp reported that they returned a ventilator to the supplier for repair and the supplier svc dept believes water ingress caused the failure. It is unk where the water came from but the hosp suspects a mr290 humidification chamber overfilled with water.

Manufacturer narrative:
The alleged complaint device was not returned for eval. An investigation has been done based on the event description and results from previous investigations. Results: no lot number was provided. Conclusion: the hosp is not sure how the water ingress in the ventilator occurred, however, the mr290 humidification chamber can overfill if both the primary and secondary floats become jammed and fail to stop water from flowing into the chamber once the water reaches the limit line. Our investigations to date have found that this happens when the chamber sustains an impact due to being dropped on the area around the float hinge bracket. The mr290 instruction for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last yr of 0.0016%.